Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported difficulty with an ilet cartridge change, stating the device still showed empty despite insulin in the cartridge. The user¿s blood glucose (bg) rose to 400 mg/dl with symptoms of irritability. The user performed a complete supply change, after which bg was corrected. No hospitalization or long-term health effects were reported.